Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible and there was problem with the cooling unit. Only low fluoro was possible, oil cooler message was displayed. Review of the system log files showed that the flow switch of clm was defective. Upon troubleshooting fse found a faulty flow sensor in the tube cooling unit. The cause of the tube cooling unit failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the tube cooling unit has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that while preparing the system for a patient study, the system would only produce low load fluoroscopy and would not expose. The patient was moved to another room to have the study done. There was no reported patient or user harm. Philips has started an investigation of this complaint.